Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the patient was reported to have a patulous cervix. The cavity seal integrity check was performed, and good cavity distention was achieved. There were no leaks during the hysteroscopy phase of the procedure. At approximately three to four minutes into the ablation portion of the procedure, the patient stated that she felt "something warm." It was reported that the uterine cavity cramped during that time. When the patient was examined fluid was observed to have leaked into the vagina. The procedure was aborted. The doctor immediately flushed the vagina with cool saline. The patient sustained a 2cm x 2cm superficial burn to the posterior wall of the vagina. The burn was treated with premarin cream and the patient was prescribed silvadene cream. Additional follow up information from the physician confirmed that a fluid loss alarm error message did not generate on the system. A cervical leak did occur. The physician reported that the burn was observed one minute into the ablation phase of the procedure. Once the burn was noticed, the procedure was immediately aborted. The burn was located on the posterior vaginal wall. The size of the burn was 2 cm x 2 cm and first degree in severity. The burn was first irrigated with 200 cc's of room temperature normal saline. Premarin cream was then applied to the affected area. The patient was given silvadene cream to continue home treatment twice daily. There were no further complications reported with this event. An additional attempt has been made to request 21-day patient follow up details with no response from the clinician.